Manufacturer narrative:
(B)(6) 2004 was provided as the explant/event date. The patient did not provide a complete date. The patient reported the following additional details in follow up communication with gore: the patient reported that she underwent a procedure for uterine prolapse and gore-tex soft tissue patch was used in the procedure. The patient indicated that the procedure was supposed to be performed with suture, but during the procedure the physician found that her tissue was too thin for suture and that she needed the patch to hold up her vagina. The patient is uncertain of how the mesh was placed. The patient reported that six months post-operative, she began to experience pain and foul smelling bloody discharge. Patient postponed undergoing a second procedure. The patient described that her pain became worse and that she began to experience muscle pain for which she consulted an orthopedist. The patient indicated that an MRI of the pelvis did not show anything and she was given medication for the pain. The patient indicated that she had other scans that found adhesions and she began to have painful sexual intercourse. The patient indicated that in (B)(6) 2004, the mesh was removed and that during the procedure the physician observed that mesh eroded through the vaginal cuff and attached to the bowel. The patient reported that the physician told her that they believe they removed all of the mesh. The patient reported that she currently has a rectocele and scar tissue that is pushing on the bowel, and vaginal wall prolapse. The patient reported on (B)(4): ¿her body rejected the device because it was made out of (B)(4) material.¿ it should be noted that gore-tex soft tissue patch is not composed of (B)(4) material. The patient was also provided with this information. The lot number was not provided and the device was not returned. Therefore, a review of the manufacturing records and a direct product analysis could not be performed. Gore has requested medical records from the patient. To date, medical records have not been provided by the patient. It should be noted that the instructions for use includes the following warning and possible adverse reaction among others: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
Please see the voluntary medwatch report attached (B)(4) for event details.

Manufacturer narrative:
Estimated event date of (B)(6) 2004. Added estimated explant date of (B)(6) 2004. Corrected contact name. No post operative records were provided. Conclusion codes remain unchanged.